Event description:
It was unknown if the exchanged pump (vad-14706) would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1 correction: changed to malfunction. Section b2 correction. Section h6 correction: health effect - clinical code 4582 - no clinical signs, symptoms or conditions added. Section h6 correction: health effect - impact code 2199 - no health consequences or impact added. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline faults. The log files also captured a transient pump stop event. Although the evaluation of the replaced, external portion of the driveline from (B)(6) did not confirm an issue that would have contributed to the events captured in the log file, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. The submitted log files collectively contained relevant events from 14nov2024 through 03dec2024. Persistent, silenced, driveline fault alarms, associated with yellow wrench advisories were captured throughout the files. Electrical continuity data recorded in the submitted log file during these alarms showed that the values for phase 2 were lower than the values for phases 1 and 3, suggesting a potential wire conductor breakdown issues with the brown phase 2. On 02dec2024, the file also captured a transient pump stop event while the patient was connected to the power module. No other notable events or alarms were observed. The account submitted seven images for review which captured internal and external portions of the driveline. No evidence of driveline wire compromise was observed via the submitted x-ray images. A distal-end driveline replacement was performed on (B)(6) 2024 and approximately 19.5¿ of the external, distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The returned portion of the driveline was also used to run a test pump on a mock circulatory loop. The reported driveline faults were not able to be reproduced during this time, despite manipulation of the driveline. The patient remained ongoing on heartmate ii left ventricular assist device, serial number (B)(6), until 17dec2024 when the patient received a heartmate ii to heartmate ii pump exchange. The pump was returned for evaluation. Incidental findings: visual inspection revealed superficial damage to the outer jacket. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The external driveline repair did not resolve the issue. The patient was planned to undergo a heartmate ii to heartmate ii pump exchange. Images were provided of the driveline repair. The doctor took the patient to the operating room for a heartmate ii to heartmate ii exchange due to the possible fractured driveline. The patient was still experiencing driveline fault alarms even after the external perc lead repair.

Event description:
It was reported that log files were submitted for evaluation concerning driveline fault events. The patient had not had any alarms at home. The log files were reviewed and captured driveline fault events throughout the history. This may be indicative of a damaged conductor within the driveline. It was recommended that the system controller be replaced with a new system controller when the patient was able to handle an exchange. 25 power cable disconnects should be performed on the new system controller with either power lead. After this was completed it was stated that the new log file data should be sent in for review. The exchanged system controller was (B)(6) and the new system controller was (B)(6). The new log files for the new system controller were reviewed and showed no driveline fault alarm. The driveline fault detection circuitry data indicated that the monitored conductor on phase 2 was in a weakened state. It was states that x-rays of the driveline would be needed to see the location of the compromise. The patient went in for a re-download of the log files and interrogation showed the continuation of driveline faults. The log files were reviewed and showed that the monitored conductor in phase b was compromised which was determined to be the cause. The driveline faults did not resolve and the patient was scheduled for an external driveline repair. No images of the damage were provided. Exchanging the system controller did not resolve the alarms. Products would be returned but had not shipped yet. On (B)(6) 2024 the driveline repair was performed about 2.5 inches from the exit site. A perc lead replacement was performed per operating procedure rev g. After the repair the patient was tethered on a grounded patient cable without issue. The removed perc lead was returned for analysis. The log files taken on 02dec2024 after the driveline repair did not display any issues and there were no alarms seen. The driveline faults appeared to have returned on 03dec2024 in phase b post driveline repair. It appeared the conductive/wire damage causing the driveline fault alarms was farther up the driveline/internal. It appeared that it was a degrading connection in phase b with one of the conductor/wires. It was suggested that the patient continue to use an unshielded patient cable. There were no other unusual events seen in the log files. The patient continued to have driveline fault alarms. It was believed to be internal and a pump exchange was being considered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.